Event description:
It was reported that high threshold was observed on the left ventricular lead. During an attempt to reposition the lead, while pulling back with a "gentle tug," the lead broke. It was explanted, and a new lead was successfully placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead in segments returned and analyzed. No evidence of a fracture was found. The lead appeared to have been cut in two.